Manufacturer narrative:
The ventilator was investigated on site by our field service engineer who could not reproduce the reported event. The ventilator passed pre-use tests and functioned without issues during test ventilation. No parts were replaced. The logs that were received show that the ventilator was not in use on the given date of event. The review therefore covers the entire available event log from (B)(6) 2019 at 10:43:33 to (B)(6) 2019 at 15:54: 23. The entire log has 16 ventilation periods with varying lengths. Some are very short, one with unknown length but at least 10 hours and others in between. New information states that the event occurred before (B)(6) 2019 and that the patient was an adult. The information further states that the hospital continued testing the unit after the event therefore the logs may have been overwritten. The exact date of event is unknown. There are no technical error codes and no failed pre-use checks. The conclusion in the matter is that there is nothing in the logs that supports the reported stopping of the flow and tidal volume curves. No problem has been identified and the date of event has not been ascertained by this investigation. The reported problem has not been confirmed. Investigated on-site by field service engineer.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator stopped. The patient desaturated to unknown level. The final patient outcome is unknown. Manufacturer ref. #: (B)(4).